Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several no delivery alarms. The customer's blood glucose level was 213 mg/dl. The customer performed troubleshooting and found that the alarm was caused by an infusion set or reservoir occlusion, and that the insulin pump was working as designed. Customer was advised to call back if problems persisted. Nothing was replaced or returned.